Manufacturer narrative:
This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval. Elevated complaint investigation will be initiated.

Event description:
The customer reported a false positive result for the rsv target on the alinity m resp-4-plex assay. The customer reported that sample ID (B)(6) was tested on (B)(6) 2023 on the alinity m resp-4-plex assay and had a false positive result for the rsv target. The sample was re-tested on the genexpert platform and the result was negative. There was no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a retain/file sample evaluation, quality data review, and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. No abnormal amplification curves were identified, and the assay is performing as expected with correct interpretations. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. Different platforms have different limits of detection (lod). As such, results may not be reproducible. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample evaluation: retain file sample testing was performed for the alinity m resp-4-plex amp kit (list 09n79-090) lot 384108. No error codes were received and all testing replicates were interpreted correctly by the assay software. The file sample testing met all validity and acceptance criteria. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 is performing outside of established design performance specifications. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 384108. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 384108 was not identified.